Manufacturer narrative:
Do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 310 mg/dl; cause was unknown. Reportedly, the customer received third party assistance from a parent, who gave the patient a correction injection and replaced the infusion set and cartridge to address bg. A pump system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support provided off label insulin messaging. Recommendation was made to consult with a healthcare provider regarding diabetes management.